Manufacturer narrative:
Device had no button response due to unlocked keypad connector on the lcd. During visual inspection, the esc, act and up arrow buttons had flattened dome switches. No button error alarm noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to no button response. Unable to verify if the no delivery alarm functions properly during the basic occlusion test and occlusion test due to no button response. Unable to verify frozen screen, under delivery anomaly or over delivery anomaly due to no button response. Device history download and carelink upload was performed after locking the j2 keypad connector on the lcd. Device had a small crack on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were hospitalized due to high and low blood glucose on (B)(6) 2020 with blood glucose of 550 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via insulin drip, IV fluid and hospitalization. Customer advised they experienced low blood glucose levels in addition to high blood glucose levels during the hospitalization. Customer advised they did not use the insulin pump since leaving the hospital. Customer was advised to change out their entire infusion set, reservoir and insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.